Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
A 20mm s3 ultra valve was implanted within a stenosed surgical valve in the aortic position using transfemoral approach. Stents were pre-operatively placed in the left main (lm) and right coronary artery (rca) prophylactically. During the procedure, the stent in the rca was deployed. The stent was not placed in the lm. The implant was a success with no paravalvular leak (pvl) and trace central aortic insufficiency (cai). One day post procedure, echo revealed a mean gradient of 30mmhg with moderate cai and no pvl. The elevated gradient was stated as due to patient prosthetic mismatch. On post-operative day 4, the patient had positive blood cultures, and ruled in for bacteremia possible due to an infected hematoma that occurred during the pre-tavr angiogram. No endocarditis was confirmed. The patient was discharged on post-operative day 6.

Manufacturer narrative:
Section b1 (product problem unchecked), b5, and f10 were corrected. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the coronary occlusion could not be confirmed. However, patient factors not provided and/or the mechanisms described above are likely contributing factors for the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A 20mm s3 ultra valve was implanted within a stenosed surgical valve in the aortic position using transfemoral approach. Stents were pre-operatively placed in the left main (lm) and right coronary artery (rca) prophylactically. During the procedure, the stent in the rca was deployed. The stent was not placed in the lm. The implant was a success with no paravalvular leak (pvl) and trace central aortic insufficiency (cai).